Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified problem was identified on the wheel of a prismaflex machine after patient treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Labeled single for use?: from yes to no. A qualified technician evaluated and serviced the device on site. Debris was found around the wheel. The reported condition was verified. The device was cleaned and was returned back to use. A history review revealed no similar complaints or service events within the past 12 months. Should additional relevant information become available, a supplemental report will be submitted.